Event description:
The MFR was informed of a pt death as a result of blood loss during hemodialysis treatment. The hosp described the return line needle as coming out of the valve resulting in excessive blood loss and subsequent expiration of the pt. Hepatin bolus and hourly infusion of heparin (pork) had been administered to the pt from admission. Prior to the event the attending physician had checked the access sites and the pt was dialyzing.